Event description:
It was reported that, the device was used during a nephrectomy, the clip would not hold. It was unknown which firing this took place. The case completed with another device of the same product code. There was no patient consequence.

Manufacturer narrative:
Sent 08/23/2006 information anticipated, but unavailable at this time.